Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year and three months post filter deployment, computed tomography (CT) of the abdomen and pelvis was performed with and without contrast for the patient with history of pulmonary embolism which revealed that there was an inferior vena cava filter just below the level of the renal veins with the wire anchors extending beyond the margins of the inferior vena cava into the soft tissues and another computed tomography (CT) performed after four years post filter deployment for periumbilical pain showed a conical inferior vena cava filter with multiple legs protruding beyond the inferior vena cava wall into the retroperitoneum adjacent to the abdominal aorta and extending into the right psoas muscle and another filter leg extending into the prevertebral space abutting the vertebral body of l3. The prongs of the filter extending beyond the margins of the inferior vena cava into the soft tissues. The left sided prongs were in proximity and might abut the anterior aspect of the aorta and the right sided prongs of the filter were seen within the psoas muscle. The filter was also found to be angulated. Following this a lumbar spine and pelvis x-ray performed for the patient reporting with severe back pain and right pelvic pain which revealed multiple fractured struts, one overlying the left hepatic lobe and one overlying the region of the right iliac vein with a fractured strut within the filter itself. More CT scans performed later also revealed fractured inferior vena caval device with fragmented leg seen into the liver and psoas muscle, filter penetrating the inferior vena cava lying next to the abdominal aorta and l3 vertebra, 6 limbs, 2 lateral limbs projecting outside the inferior vena cava lumen and lying both anterior and posterior to the aorta. 2 anterior limbs are seen within the lumen of the gallbladder, the 2 posterior limbs projecting outside the lumen of the inferior vena cava and lie within the anterior silhouette adjacent to the anterior l3 vertebral body. The patient was later scheduled for filter retrieval process approximately six years after filter deployment and a 5f pigtail catheter was advanced over a wire below the filter under fluoroscopic guidance. A cavagram performed showed two filter struts broken and lodged within the caval wall and the filter strut in the right paraspinal to be entirely extravascular. Hence a 5f sheath was exchanged for a 16f long vascular sheath with tip positioned above the filter and via the introducer sheath, long surgical forceps were used to engage the cephalad end of the filter. The filter was then successfully withdrawn via the sheath and the two broken struts within the inferior vena cava were then sequentially. Given the inert material and distal parenchymal positioning of the filter strut in the hepatic lobe, no retrieval attempt was made. The linear metallic density in the medial basal right lower lobe adjacent to the right heart pericardium appeared beyond the subsegmental pulmonary artery and given its stable positioning and potential risks involving snare placement in this location, no retrieval attempt was made. Therefore, the investigation is confirmed for perforation of the ivc and filter limb detachment. However, as the degree of angulation was unknown and subsequent imaging reports did not report malposition/tilt, the investigation is inconclusive for filter tilt.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, d4 (expiry date: 09/2011). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for deep vein thrombosis and suspected blood clots. At some time post filter deployment, it was alleged that the filter tilted, perforated into organs, and limbs detached. The device and some detached limbs were removed percutaneously; however, limbs reportedly remain in the lung, liver, and psoas muscle. The patient reportedly experiences back pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the medical records allege that a g2x filter was implanted successfully just below the level of the renal veins. A subsequent CT scan identified multiple limbs extending beyond the margin of the ivc into soft tissues. An additional CT scan performed approximately three years after identified filter angulation with limbs extending outside of the ivc into the retro peritoneum, adjacent to the abdominal aorta and into the right psoas muscle. The patient presented to the hospital with the severe back pain and right pelvis pain. Imaging identified several detached limbs. The filter and two detached limbs were successfully retrieved. Angiogram post retrieval identified a linear metallic density in the medial basal right lower lobe adjacent to the pericardium. As the object was reportedly in a stable position, no retrieval attempt was performed. Therefore, the investigation is confirmed for perforation of the ivc and limb detachment. However, as the degree of angulation was unknown and subsequent imaging reports did not report malposition/tilt, the investigation is inconclusive for filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 09/2011.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for deep vein thrombosis and suspected blood clots. At some time post filter deployment, it was alleged that the filter tilted, perforated into organs, and limbs detached. The device and some detached limbs were removed percutaneously; however, limbs reportedly remain in the lung, liver, and psoas muscle. The patient reportedly experiences back pain; however, the current status of the patient is unknown.